Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead currently remains implanted. Per clinician, hm reported low sensing amplitude and failed threshold test. Recordings show rv lead oversensing atrial events. Advised full lead evaluation and x-ray. No adverse patient events reported. Should additional information become available, it will be added to this file.